Event description:
Limitation of limp movements [mobility decreased]. Knee red [erythema]. Low grade fever [pyrexia]. Knee warm [joint warmth]. Knee fluid [joint effusion]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report received from an orthopedic surgeon regarding a male patient with osteoarthritis. The patient received his first dose of synvisc in 2009, administered via intra-articular route at a dose of 2 ml, 1x/w. On the same day, a few hours after the last of a series of 3 synvisc injections, the patient experienced pain in the knee joint, low grade fever (37.4-37.8 degrees celsius) and limitation of the limb movements. The knee joint was swollen, red and warm. The patient was advised by his physician to take zinadol (cefuroxime axetil) for 3 days, but it did not give relief. Joint was aspirated and fluid culture was negative. Patient was hospitalized, treated with targocid (teicoplanin) and arthroscopy, and joint fluid washing was performed. Other medications used included zithromax (azithromycin) and vitadin (calcium lactate, cyproheptadine, lysine hydrochloride vitamins), but it was not reported if these were used as therapy for the events or otherwise. As of the date of receipt of this report, the patient's outcome is not yet recovered, although it was noted that the patient is gradually improving. The orthopedic surgeon assessed the events as serious, moderate in intensity and possibly related to synvisc. On 16-nov-2009, the investigational summary report was received. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented by reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.